Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as its remaining capacity decreased from 84 months to 60 months in one year time period. Data is going to be sent to technical services (ts) for analysis but there is no evidence that suggest this task was performed. The device is expected to be replaced but at this moment, no information has been received indicating this procedure has been scheduled. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as its remaining capacity decreased from 84 months to 60 months in one year time period. Data is going to be sent to technical services (ts) for analysis but there is no evidence that suggest this task was performed. The device is expected to be replaced but at this moment, no information has been received indicating this procedure has been scheduled. No adverse patient effects were reported. The device remains in service. Additional information was received indicating that the sales representative involved requested that the data gets sent to technical services (ts) for review at the next follow up. The device replacement surgery has not been scheduled yet. The device remains in service.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as its remaining capacity decreased from 84 months to 60 months in one year time period. Data is going to be sent to technical services (ts) for analysis but there is no evidence that suggest this task was performed. The device is expected to be replaced but at this moment, no information has been received indicating this procedure has been scheduled. No adverse patient effects were reported. The device remains in service. Additional information was received indicating the battery longevity was checked again and it was noticed that it decreased from 54 months to 30 months in one year time period. The sales representative involved requested that the data gets sent to technical services (ts) for review at the next follow up. Surgery to replace the device has not been scheduled yet. The device remains in service. Additional information was received indicating that technical services (ts) reviewed data from this device and no unusual faults or resets were found. It was discussed that for the last year, the battery consumption has been stable stable, with no evidence of premature battery depletion (pbd). The device is operating normally and it remains in service.